Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 2/19/16-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated synovitis and trunnion disease. There was no mention of corrosion with the trunnion disease. There was also no mention of osteolysis, metallosis, or pseudotumors. Part/lot is being updated. The complaint was updated on:3/3/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered from severe and constant pain and suffering, swelling, lack of mobility damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumors, bursitis, and bone erosion.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.